Event description:
The alternating leg pressure venous thromboembolism prevention system by currie medical specialities, inc. Has been in use in our health system for a few months and we are having skin breakdown where the tubes that connect the calf sleeves to the pump on the underside of our pt's legs. We have reported this to them. They have indicated that no one else has had an issue with this, but us. They recommended that we put the sleeves on upside down so the tubes are on the top of the pt's legs, but they refused to put this in writing as an acceptable change.